Event description:
It was reported that the device was explanted after implant duration of approximately 3.7 months. On 10/05/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to endocarditis (source: unknown) and perivalvular leak.

Event description:
Reportedly, the patient has a ascending dilated aorta/aneurysm, aneurysm was 4.6 by 4.8, they replaced the ascending aorta with a conduit. They then implanted a valve model 3000tfx, 23mm, which was then explanted due to 2+ aortic insufficiency. Another 3000tfx of unknown size was implanted. A device history record review is currently in process..

Manufacturer narrative:
Evaluation summary: no inconsistencies detected, the valve will be sent to research and development for functional testing. In 2009 - facility completed the functional test and concluded with the following: "this valve was reportedly explanted at implant due to ¿2+ aortic insufficiency¿. The echo recording was not provided; therefore it is not possible to verify the 2+ aortic insufficiency experienced in vivo. Some leakage was observed in the edwards standardized functional tests and is likely through the stent/band assembly because no substantial central hole was visible. The magnitude of the measured leakage, however, meets the iso requirements for this size valve. Some initial stent leakage is typical for this type of bioprosthetic valve, but the leakage should be reduced to a negligible level shortly after the administration of protamine to reverse the effects of heparin during the initial operation. Nevertheless, due to the exposure to blood and subsequent storage in formalin, it is possible that the data from the in vitro tests may be different from the behavior observed in vivo." No consistencies detected. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The 3000tfx, 23mm valve was replaced by a medtronic mosaic 23mm valve not another edwards 3000tfx valve.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation; however, device evaluation is anticipated, but not yet begun.